Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged battery compartment. Event history log review was performed and found evidence of reported problem. Visual inspection, and functional testing was performed. The customer's reported problem was duplicated. According to the investigation, the pump exhibited error code 41622 alarmed when performing motor run test. Further investigation found loose screw stuck between motor and camshaft which caused the reported issue. Investigator removed the loose screw to correct the reported issue. The problem source of the reported problem is the manufacturing process.

Event description:
Information was received indicating that when trying to prime or infuse the smiths medical cadd solis vip pump, the pump exhibited error code 41622. No patient was involved in this event. No adverse effects were reported.